Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02205. It was reported to boston scientific corporation that two optiflo injection needles were used during a sclerosis of varice procedure. According to the complainant, difficulty was experienced extending and retracting the needle. A second needle was used with the same result. The procedure was completed with a third optiflo injection needle. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4) - extend/retract, difficult to. (B)(4). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).